Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with two unspecified saline breast implants experienced bilateral deflation post procedure. As a result, patient underwent bilateral removal and replacement with two 350 cc mentor memorygel breast implants on (B)(6) 2017. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).